Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates that the catheter body torn during use.

Event description:
The customer reports: the clinician inserted the needle and advanced the wire without resistance. The catheter seemed stuck to the needle but he advanced anyways. He ended up pulling the entire endurance out and noticed the catheter was crimped or accordion shaped on removal. No harm to patient. The patient condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned an endurance catheter assembly for evaluation. Visual inspection of the assembly reveled the catheter has accordioned and torn, and the spring-wire guide is bent/curved. No blood was found on the inside of the catheter. Microscopic examination confirmed these findings and revealed that the catheter tip is bent in and deformed as well. No anomalies or defects were found during visual inspection of the introducer needle. These visual findings are consistent with what occurs when the inserter is not in the vessel when the guide wire is advanced or at an extremely steep insertion angle. The outer diameter of the proximal end of the catheter was measured and was found to be within specification. The length and inner diameter of the catheter could not accurately be measured due to the condition of the returned catheter. The needle cannula inner diameter and the outer diameter of the catheter were also found to be within specification. The spring wire guide does not advance and retract correctly. No lot number was provided by the customer; therefore, a device history record (DHR) review was performed based off of the sales history of the customer. The DHR review did not reveal any manufacturing related issues. The instructions for use (IFU) provided with this kit warns the user to not force the catheter if resistance is encountered during advancement. The IFU also contains information on how to carefully remove the endurance catheter to avoid catheter damage. The customer complaint that the catheter was damaged during use was confirmed based on the visual examination of the returned sample. Visual inspection of the assembly reveled the catheter was accordioned and torn, and the spring-wire guide was bent. No blood was found on the inside of the catheter. Microscopic examination confirmed these finding and revealed that the catheter tip was bent in and deformed as well. These visual findings are consistent with what occurs when the inserter is not in the vessel when the guide wire is advanced (advanced into tissue) or at an extremely steep insertion angle (advanced into the back of a vessel wall rather than into the lumen). Both cases can lead to resistance during insertion, cause the catheter to accordion while being pulled out, and the spring wire guide to bend since the catheter is being forced over the swg instead of smoothly advancing into the lumen of the vessel. Furthermore, there was no blood found within the catheter body. This is consistent with what occurs if the insertion needle was never inside of a blood vessel. If it was, the catheter would have filled with blood immediately. In addition, all relevant dimensional requirements were met. Based on these findings, consultation with the subject matter expert/senior project engineer for the endurance catheter, additional information provided by the customer, and since no manufacturing defects were found during the device history record review, the probable cause of this complaint is operational context. Since this probable cause is most likely due to the clinician's technique, an in-service request has been initiated to further investigate this complaint issue.

Event description:
The customer reports: the clinician inserted the needle and advanced the wire without resistance. The catheter seemed stuck to the needle but he advanced anyways. He ended up pulling the entire endurance out and noticed the catheter was crimped or accordion shaped on removal. No harm to patient. The patient condition is reported as "fine". Therapy was not delayed/interrupted.